Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units refrigerator temperature increases.

Manufacturer narrative:
The getinge field service engineer (fse) found there is no fault, hospital staff got confused; with the serial number of another equipment.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2. Corrected fields - h6 (health effect ¿ clinical code, type of investigation, health effect ¿ impact codes)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. Corrected fields: h6(health effect ¿ clinical code).

Event description:
N/a.